Manufacturer narrative:
The cause of the reported issue was determined to be due to the fact that the device was not calibrated.

Event description:
A customer contacted stryker to report that the defibrillation tolerance on their device was out of range, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer device and verified the reported issue. After the device was calibrated, it passed a proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the defibrillation tolerance on their device was out of range, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.